Event description:
It was observed during the device inspection that the tracheal intubation fiberscope had the connecting tube coating peeling. (1mm2 or more), corrosion was observed on the cover glass frame, and the control unit was sticky. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation it is likely the following led to the malfunctions due to a degradation and some kind of stress problem. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device